Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act button on the insulin pump is not responding and that the numbers on the screen are ramping on their own. Customer did not know the blood glucose value but felt well. Nothing further reported.